Event description:
It was reported that when performing the intralase flap, neither the doctor nor the technician observed any particular problem: the syringe held normally, eyes riveted on the screen, no particular event occurred. Under the excimer and before cleaving, the surgeon realized that the cut was completely off center with the side cut brushing against the pupil. The decision was made to make a new cut at 140 depth. However, when the flap was raised at the point where the flaps intersect, the two cutting planes appeared. The flap was repositioned without refractive treatment. The event date was reported as the week of (B)(6) 2022, exact date is unknown. No further information was provided.

Manufacturer narrative:
Per regulation EU (B)(4). (General data protection regulation). Date of event: the event date was reported as the week of (B)(6) 2022, exact date is unknown. Reporter phone number: (B)(6). (B)(4). Device evaluation: since product is not available for evaluation, the complaint issue was not verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. If there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Note: acknowledgement 2 for this report was received on (B)(6) 2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On (B)(6) 2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on (B)(6) 2022.